Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2017 with the following findings:the keypad is intact. All keys are unresponsive. Unable to move past verify screen, unable to verify step 11. Moisture observed behind the display lens. Leak test fails due to display lens leak. Removed keypad cover; no contamination was found under the key contacts. Removed pump cover; moisture ingress was found on the pcb and on the keypad connector.